Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation handpiece didn't overheat during testing. Handpiece failed specs due to damaged cap. Cap is sticking inwards position, which is coming intact with rotor and causing friction. Inspected turbine and no fault found.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use and burned a patient's cheek; no intervention was required.